Event description:
It was reported that bd maxzero needleless connector was leaking the following information was received by the initial reporter with the following verbatim: blood return during needleless connector attachment to indwelling needle.

Manufacturer narrative:
A mz1000 china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 24025961. The customer reported that "blood return during needleless connector attachment to indwelling needle". As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience where blood was visible in the housing of the maxzero and the tubing connected to the patient. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be determined during the investigation; no damage was visible to the maxzero which may have contributed to the customer's experience. A review of the production records for lot 24025961 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note the maxzero is not a back check valve and under certain circumstances it is possible for blood to back flow into the maxzero; such a phenomenon can occur if the patient has high blood pressure. As stated in the directions for use "flush the maxzero after each use with normal saline or in accordance with facility protocol." And "failure to properly prime the device can result in reflux". A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.